Event description:
It was reported that during an unknown procedure, the clip did not advance when the trigger was squeezed. When the trigger was released the clip advanced and was not formed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the issue occur? First. Were there any unusual noises heard? No. Did the primary surgeon fire the device? Yes.

Manufacturer narrative:
(B)(4). At what firing did the issue occur? First. Were there any unusual noises heard? No. Did the primary surgeon fire the device? Yes. The analysis results of the er420 device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 3 clips as intended and the remaining 8 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.